Event description:
The customer reported the battery failed where the device would not turn on in testing.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation. See scanned page.